Manufacturer narrative:
Concomitant medical products: product ID 399930, lot# v017486, implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension. (B)(4).

Event description:
It was reported that the patient was scheduled for an implant revision on (B)(6) due to "possible high impedances" and due to not getting the coverage she wanted for her stimulation therapy. Several days later it was reported that the neurosurgeon decided to replace patient's entire system. The patient was "doing fine" and reportedly had good coverage since "the level of the lead" was adjusted.